Event description:
It is reported that during surgery, one of the three bone screws used went through the most superior lateral hole of the cup and into the ilium. Screw could not be removed and remains implanted.

Manufacturer narrative:
Other devices used: catalog #00625006540, bone screw self-tapping, lot #60410720. Catalog #00625006540, bone screw self-tapping, lot #60392646. H3: evaluation summary: one post-op x-ray showed the screw has passed through the hole. Since the part is in-vivo, the actual dimensions could not be measured. It is probable that excessive load may have been applied during screwing. The type of driver is unknown. Exact cause cannot be definitively determined with available information. H6: evaluation: no device was returned for evaluation. Device history records are intact, conforming and indicate that the product was manufactured and packaged to specification.